Event description:
It was reported that the patient had been feeling short of breath. It was believed that this was due to increased atrial fibrillation/atrial tachycardia activity. The patient was otherwise asymptomatic. The device intermittently undersensed atrial fibrillation. The device also triggered a high output mode in the ventricle due to fusion. Programming changes were made as recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.